Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited small amplitudes and t-wave oversensing resulting in an inappropriate shock on two separate occasions. The patient was noted to be riding a bike at the time of the delivered shock. The device data was sent to technical services (ts) for review. Data review determined that the treated episodes were due to a change in morphology with a large t-wave in comparison to the previous follow up. Ts then recommended performing further evaluation of the different vectors for programming optimization. This system remains in service. No adverse patient effects were reported.